Event description:
The distributor reported to cardiac science, manufacturer, that the AED battery vented. This event occurred while the unit was unattended and not in use.

Manufacturer narrative:
Results of preliminary investigation indicated that the AED performed as designed and a potential battery failure may have contributed to the occurrence of a battery vent. Failure analysis is in process and results will be provided in the follow-up reports.